Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The user had sent the subject device to third-party for repair. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that when the patient was under anesthesia before the procedure, the subject device could not be turned on, resulting in no image output, so the inspection could not be carried out.there was no report of patient injury associated with the event.